Event description:
Rptr could not get an EKG display on monitor from EKG cable during code. Code successfully completed using EKG from paddle mode. Determined EKG cable was inserted improperly despite keyway connection. This caused loss of display on the monitor. (Also see 1002421.)